Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that premature battery depletion of this device was suspected. The patient presented to the ER for device interrogation, and a syncopal episode. Additionally, there was evidence of high atrial sensing, due to atrial fibrillation, which can cause an increase in power consumption. During device interrogation, the physician noted that the device had triggered elective replacement indicator (eri). The patient was hospitalized and the device was replaced. No additional adverse patient effects were reported. The patient was discharged and sent home.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon the completion of the investigation and will include final analysis results. (B)(4).

Event description:
It was reported that premature battery depletion was suspected. The patient presented to the emergency department for device interrogation. During the interrogation, the physician noted that the device had triggered eri (elective replacement indicator). The patient was hospitalized, and the device was replaced. No additional adverse patient effects were reported. The patient was discharged and sent home.